Event description:
It was reported that this right ventricular (rv) lead exhibiting shock lead impedance low out of range. Technical services (ts) was consulted and suspected electromagnetic interference (emi) but hasn't been confirmed. Ts explained no noise was visible and electrogram (egm) appears appropriate. The lead remains in service. No additional adverse patient effects were reported.